Event description:
It was reported that during a lap hysterectomy, the device would work. Did not give error code. Switched the cord and it did the same thing. They opened a third one from different lot and it worked fine. No pt consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that device a was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. The analysis results confirmed that the device b was returned with the distal tip of the blade broken off and/or missing. The remaining blade portion had scratches. This blade tip portion may have broken off of the device during transport to our decontamination facility or from our decontamination to the analysis site. The reported complaint was activation issues. Blade damage may occur from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." A batch record review was performed and no anomalies were found during the manufacturing process. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. No assembly or disassembly issues were noted. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. (B)(4). Mfg date 7/07. Exp date 6/12.